Manufacturer narrative:
(B)(4). Approximate age of device - the serial number was not provided. The mobile power unit is not a single use device. The reported event of a no external power alarm while on mobile power unit (mpu) was confirmed based on the information recorded in the provided log file. The data log file contained approximately 27 days of events, recorded from (B)(6) to (B)(6) 2018. The information recorded on (B)(6) at 2:10 revealed a no external power alarm while the system was powered by a mpu. The voltage levels indicated that the power to the mpu was lost. The pump parameters were not affected during the incidents and the system was supported by the backup battery. There were no other unusual events noted within the log file. The mpu was not returned for evaluation and the serial number was not provided. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced low voltage and no external power alarms. The manufacturer's technical services representative reviewed the system controller log file and noted a no external power, which could have been caused by the power cord of the mobile power unit coming loose from the back of the mobile power unit or the wall outlet. During the event, the system controller's internal batter supplied power to the pump as designed. No other unusual events noted. The patient was asymptomatic.